Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the reported that their trial evaluation was effective but the permanent implanted system had not controlled their symptoms as much as they expected. The patient stated they had urinary frequency/urgency but also ¿may have interstitial cystitis (ic) or utis as well". It was noted that the patient had been reprogrammed multiple times, had tried turning the stimulation on/of, and raised the amplitude as high as was comfortable but none of these efforts had been effective. The patient stated that they were sensitive to the therapy and was currently set on program 4 at 0.15 volts. The patient was redirected to their healthcare professional (hcp) for the issue. They were sent physician listing for a second opinion. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had pulsing that moved which had affected other areas of their body and then recently, started having pain at the implant site. Patient reported that the stimulator had needed to be reprogrammed at least a dozen times since it was implanted. Patient was frustrated with their clinic (B)(6) and wanted to know what they might be missing in regards to programming. They thought that part of the issue was that the people who programmed their stimulator didn't know how to find the target location. Patient generally has the reprogramming done by a nurse practitioner at (B)(6). Patient stated that when they were initially programmed, the "pulse" was located in the "sweet spot" but over time, within a few months, the "pulse/beam" seemed to move/"radiate" which affected other areas of their body such as their bowels, speech, and legs. Patient noted the "pulse" would be on for 15 seconds then off. Furthermore, they noted "one guy" once programmed patient in 20 minutes and it "seemed to work ok". It was asked if pat ient has ever met with a manufacturer representative and patient stated no. Moreover, patient has gained weight over time and wondered if this may be related to why they needed so much reprogramming. Patient also wondered if a lead had migrated and if that was what was causing the "pulsing" to move. Patient had brought up the possibility of lead migration to the healthcare professional (hcp) and x-rays were mentioned but did not indicate a x-ray was ever conducted. Patient states when the therapy works, "it works great". Patient went on to mention that when the ins was first programmed, they didn't realize how sensitive patient's body was, as the stim was set to 0.15. Patient reported they had a reprogramming session 3-4 months ago was fine but then started to experience pain at the implant site when the ins was active. They have been reprogrammed again and the programming change resolved the pain but the settings have been way off from what they originally were. Patient redirected to follow up with their hcp. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0l8cj, implanted: (B)(6) 2014, unique identifier (UDI) #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the patient felt the stimulation in the wrong location such as the legs, back, spinal cord, and arms. They felt ¿pulses¿ in other parts of their body. Further follow up information received from the patient on (B)(6) 2018 reported that it was determined, by x-ray, that the leads are in the wrong place on the nerves. They stated that their ins system needs to be completely redone and a date of (B)(6) 2018 was noted. Additional information received on (B)(6) 2018 from the patient reported that their healthcare professional (hcp) did an x-ray a couple of months ago and it showed that the surgery had been wrong. They noted that the ¿leads in the wrong place on the nerve, the leads are in a straight line, but center of each nerve instead of sitting in the corner, and two of the wires don't go down as deep as they are supposed to¿. The patient stated that the ¿surgery will need to be redone because of the x-ray¿. The patient noted that it was nothing that the manufacturer did but was an implantation issue. In addition, they mentioned that they had been reprogrammed the first time by the manufacturer¿s representative in 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-33, lot# va0l8cj, implanted: (B)(6) 2014, product type: lead. Update to method/results/conclusion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who is concerned that the lead is still not in the right place; no diagnostics have been performed to check this yet. Patient added the nurse was initially concerned and wanted to get an x-ray done because the patient has always been told to feel stimulation in the bike riding area. The nurse called the manufacture representative (rep) who said the center of the pulse can be in the saddle riding area which includes the butt cheeks. When the nurse tried to reprogram from the butt to the anus, the closest they could get was to where the leg meets the buttock. Patient then said the rep gave the nurse a set of 7 go-to programs, but the nurse wiped out four of them because they thought the leads needed an x-ray because of the stimulation sensation. Patient added they've received therapeutic effect to a point and it is too early to tell if they are receiving good therapeutic benefit. The patient's primary concern is the possibility that the lead is not in the right spot because of where they feel stimulation. As a result of what was reported, the patient was redirected to the healthcare provider (hcp) to discuss stimulation sensation and therapeutic benefit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient weight was reported as a range: (B)(6) lbs. Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the interstim pulse moving/radiating was the implanted device (¿the only thing it could be¿). Once the device was turned off the radiating to other parts of the body stopped. Also, the cause of the pulsing being on for 15 seconds then off was that the nurse practitioner had set the programs to be 15 seconds on and then off for 30 seconds. As a step to resolve the pulsing issue, the device had since been reprogrammed by the manufacturer¿s representative and the programs were much better and ¿more accurate¿ than those programmed by the medical staff. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.